Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the pdrn reported the patient was having draining issues. During the call the pdrn reported that the patient was released from the hospital and has peritonitis. Upon follow up, the pdrn stated they are familiar with the patient who was hospitalized on (B)(6) 2023 following abdominal pain, malaise, chills and cloudy peritoneal effluent fluid. The pdrn reported peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2023 presented with no growth in the culture and a wbc count of 207/mm3. The pdrn stated the patient was diagnosed with peritonitis due to unknown etiology. The pdrn explained the patient complained of fibrin and slow drains requiring heparin on (B)(6) 2023; however, it could not be confirmed whether the slow drains during pd therapy were due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s), or if this event was related to the peritonitis infection. The pdrn reported the patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg every 5 days for two weeks and ip ceftazidime at 1000 mg daily for two weeks. The pdrn stated the patient was able to undergo continuous cyclic pd (ccpd) therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The pdrn stated the patient had an uneventful hospital course and was discharged to home on (B)(6) 2023. The pdrn reported that follow up peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2023 presented with no growth. The pdrn stated the patient is recovering from this event as they remain asymptomatic on antibiotic therapy. The pdrn confirmed there was no indication or credible evidence this patient¿s adverse event was due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s). The pdrn stated the patient continues ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain, malaise and chills. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s peritonitis cannot be determined at this time; however, there was no indication this patient¿s infection was due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. Though effluent fluid cultures presented with no growth, an initially elevated wbc count with a reduction of symptoms in response to antibiotic therapy provides evidence of a resolving peritonitis. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the pdrn reported the patient was having draining issues. During the call the pdrn reported that the patient was released from the hospital and has peritonitis. Upon follow up, the pdrn stated they are familiar with the patient who was hospitalized on (B)(6) 2023 following abdominal pain, malaise, chills and cloudy peritoneal effluent fluid. The pdrn reported peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2023 presented with no growth in the culture and a wbc count of 207/mm3. The pdrn stated the patient was diagnosed with peritonitis due to unknown etiology. The pdrn explained the patient complained of fibrin and slow drains requiring heparin on (B)(6) 2023; however, it could not be confirmed whether the slow drains during pd therapy were due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s), or if this event was related to the peritonitis infection. The pdrn reported the patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg every 5 days for two weeks and ip ceftazidime at 1000 mg daily for two weeks. The pdrn stated the patient was able to undergo continuous cyclic pd (ccpd) therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The pdrn stated the patient had an uneventful hospital course and was discharged to home on (B)(6) 2023. The pdrn reported that follow up peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2023 presented with no growth. The pdrn stated the patient is recovering from this event as they remain asymptomatic on antibiotic therapy. The pdrn confirmed there was no indication or credible evidence this patient¿s adverse event was due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s). The pdrn stated the patient continues ccpd therapy on the same liberty select cycler at home post-discharge.